Event description:
It was reported that during the initial implant procedure, loss of capture was noted on the right ventricle (rv) lead resulting in arrhythmia. The arrhythmia was terminated by chest compressions. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.